Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 254 mg/dl. During troubleshooting, it was found that customer was exposed to an airport body scanner four days prior with pump attached. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.